Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient stated that she felt the urge to use the restroom, but when she sat on the toilet she didn't feel like she needed to go, so she pushed a little and the pain was so bad she almost fell off of the toilet. Patient reported after turning stimulation down to 0.0v she has noticed a difference and the pain isn't as present but she still feels a throbbing. Caller stated that she also was able to push and use the restroom and "it didn't really hurt" after stimulation was turned down, but wanted to know if 0.0 also means off; patient services reviewed how to turn stimulation all of the way off and on the caller the caller successfully turned the device off. Patient services ultimately redirected to hcp since the pain has already drastically subsided. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. In response to an inquiry for clarification of whether the device had been affected as a result of their fall, they reported that they started having excruciating pain from hip to hip and their tailbone. The reported 'screaming pain' it was so bad. Since turning it off the pain had gone away and they had not turned it back on. The circumstances that lead to the pain was the fall backwards and on their right arm while shoveling. The patient reported that the ins move, feels bruised, and it pinches when they lean up against something. They reported that there had not yet been an x-ray. The patient was going to see their managing healthcare professional (hcp) on thursday ((B)(6) 2020) and would discuss device removal with the hcp at the time, as the patient needs the system removed in order to have an MRI.